Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and installed a new front display but could not hook main board up to front display due to pins being damaged on main board. The main board was replaced and functional check out was performed. The unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported there is an issue with the front panel display on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.